Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient had a myocardial infarction (mi). In (B)(6) 2011, the patient presented due to dyspnea with pulmonary edema causing hypoxemia with underlying ischemic cardiomyopathy and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 22 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct placement of a 2.50x24 mm taxus element stent, with 0 % residual stenosis. Additionally, a non-target lesion located in the mid right coronary artery (mid rca) was treated with a non-bsc bare metal stent with good final angiographic result. On the (B)(6) post index procedure, the patient had elevated cardiac enzymes. ECG was performed and a non q-wave mi was reported. No action was taken to treat this event and no ischemic symptoms were noted. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Date of birth: (B)(6). Patient identifier: (B)(6). Device is a combination product it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).